Manufacturer narrative:
A visual inspection and functional testing analysis was performed on the returned device. The reported activation failure could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported activation failure could not be determined. It was reported that the stent delivery system (sds) was advanced to the lesion; however, the stent would not expand and did not deploy. Analysis of the returned device could not confirm the reported activation failure. The sds was inflated to the rated burst pressure; the stent expanded properly and the balloon-maintained pressure. Factors that may contribute to activation failure include, but are not limited to, inability or difficulty inflating, inflation technique, patient anatomical morphology, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. In this case, a conclusive cause for the reported activation failure could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. The lesion was accessed with the guide wire and the 3.0x38 mm xience xpedition stent delivery system (sds) was advanced to the lesion. The stent would not expand and did not deploy. Two other xience xpedition stents were implanted and the procedure was stopped. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.